Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus and the costumer's allegation was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: damaged cable. Based on the results of the investigation, a definitive root cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. The following information is stated in the instructions for use (IFU): "1.4 precautions for use caution do not sterilize the camera head with high-pressure steam. The camera head will be damaged." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, the subject device was accidentally put in the endoscope re-processor. There was no patient involvement

Event description:
It was reported that during reprocessing, the subject device was accidentally put in the endoscope re-processor. There was no patient involvement

Manufacturer narrative:
E1- (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.